Event description:
It was reported that bag access device broke. The following information was provided by the initial reporter: the perforator broke in half when the IV bag was punctured during preparation. The incriminated device has been preserved and is at your disposal for an expertise of which I would like to know the conclusions.

Manufacturer narrative:
H6: investigation summary: a 2300e sample was not available for investigation of this feedback. However the customer indicates that during an attempt to connect the sample to an infusion container, the spike broke. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19065407 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Previous investigations have replicated similar spike breakages by inserting or removing the spike into the port at angle. This can lead to the spike being pushed into the side wall of the port, exerting a lateral force upon the spike which subsequently causes breakage. It is recommended that the spike is pushed straight into the port which ensures that it is not subjected to this effect. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 2300e product in the past 12 months. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. . FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that bag access device broke. The following information was provided by the initial reporter: the perforator broke in half when the IV bag was punctured during preparation. The incriminated device has been preserved and is at your disposal for an expertise of which I would like to know the conclusions.